Event description:
It was reported that during an acute thrombectomy case, when the physician attempted to build access with the support of a guidewire, the distal of the subject catheter kinked and eventually fractured while being delivered into the patient. The device was removed with the guidewire and replaced. The procedure was completed successfully with no clinical consequences to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an acute thrombectomy case, when the physician attempted to build access with the support of a guidewire, the distal of the subject catheter kinked and eventually fractured while being delivered into the patient. The device was removed with the guidewire and replaced. The procedure was completed successfully with no clinical consequences to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added due to the automated mes there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was not tortuous, a retriever was used in conjunction with the subject device, the fracture occurred during delivery inside the patient, and there was no resistance encountered during the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to the reported events 'catheter tip broken/fractured during use' and 'catheter tip kinked/bent'.